Event description:
This report is being filed due to mitral stenosis. Patient ID: (B)(6). It was reported that on (B)(6) 2022 the patient presented with degenerative mitral regurgitation (mr) with an anterior leaflet prolapse, posterior leaflet flail, and ruptured chordae. Two mitraclips were implanted without a device issue, reducing the mr to trace and grade 1+. Starting on (B)(6) 2022, recurrent mr and mitral stenosis were observed. Per physician, the increase in mr was unrelated to the mitraclip device. There was no device related tissue injury, and no malfunction reported. There was no treatment and no hospitalization. No additional information was provided regarding this issue.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported mitral regurgitation associated with the increased mr to 3+, and the reported mitral stenosis (no treatment) associated with the increased gradient could not be determined. The reported patient effects of mitral regurgitation and mitral stenosis, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
H2 correction: h6 health effect - impact code 4614 removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported surgical intervention and hospitalization were a result of case-specific circumstances. There remains no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previous report, the additional information was received: on (B)(6) 2024, the patient had been hospitalized for mitral regurgitation and a mitral valve replacement was performed. Per physician, the recurrent mr was unrelated to the mitraclip device. There was no device malfunction.